Event description:
Elderly female with history of hypertension (htn) and coronary artery disease (cad). Procedure: left heart cath and percutaneous transluminal coronary angioplasty. When the boston scientific comet ii pressure guidewire was hooked up, there was a faulty transmission signal. A new comet wire was used successfully. No known harm done to patient, minor delay. The faulty one was plugged in, in another room and still would not transmit. Manufacturer response for wire, guide, catheter, comet¿ ii (per site reporter). Will obtain.